Event description:
Problems registering a new pt in module CT loc have been encountered which leads to faulty results in the modules targetzd or targetrm of x=0 for the stereotactic coordinate. This problem is being attributed to the entry point being edited before the target point is determined. This registration occurs prior to the surgical procedure and no pt adverse consequences have been reported to date.

Manufacturer narrative:
Summary evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this event would be design related. Corrective measures were taken to preclude similar events in the future.